Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented to the emergency department (ed) where is was discovered their right ventricular (rv) lead had dislodged and was exhibiting no capture and high thresholds. An intervention was completed and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.